Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture, "breast prothesis with irregularities", "contours". The following events are not related to the device, ¿solid lesion¿ and ¿fibrocystic changes¿. Device has been explanted.

Event description:
Physician reported, right side rupture. "Breast prothesis with irregularities", "contours". The following events are not related to the device, ¿solid lesion¿ and ¿fibrocystic changes¿. Device has been explanted.